Event description:
The customer reported a loss of monitoring of six telemetry patients. There was no patient or user harm associated with this event.

Manufacturer narrative:
Spacelabs technical support advised the user to restart the central. The customer restarted the central and confirmed the issue was resolved. Cause of failure was not determined.